Manufacturer narrative:
The event was attributed to an incorrect part number being keyed into the pbm structure database resulting in an incorrect product color-code label.

Event description:
Prior to surgery, it was noticed that the p-4 color code (blue) sticker was on the box bearing a p-3 description. Outer wrap was opened to determine if the implant was a p-3. The event did not occur during a surgical procedure.